Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's mother reported that the user fell on her backside and landed on her ilet, resulting in a cracked and unusable screen. The user reverted to multiple daily injections (mdi) until the replacement ilet arrives. Blood glucose was affected, reaching a high of 263 mg/dl, and remained out of range for over 90 minutes. The event was corrected using mdi. The ilet did not issue a bg alert. Non-medical outside assistance was required as the patient is a minor. No medical intervention or symptoms were reported.